Event description:
A patient was in outpatient surgery for hysteroscopy, d & c, endometrial ablation, and hysteroscopic tubal ('essure' device). The 'essure' micro insert was placed into the left ovarian tube and then to the black mark on the insert and backed up a notch. The physician waited 10 plus seconds then noted initial release. The coil did not release properly from the insertion guide. The physician waited a few more seconds then tried to twist and uncoil it counterclock wise then clockwise direction. This did stretch it out somewhat and it finally released appearing to be in the fallopian tube. The manufacturer clinical specialist was contacted intra-operatively and recommended the device be left and go ahead and get an hsg, hysterosalpingogram in 12 weeks. The rest of the procedures were completed without incident.